Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead noted a decline in sensing value, a rise in threshold, and was intermittently capturing. The lead also had no capture at maximum outputs. The lead was partially explanted and replaced. No patient complications have been reported as a result of this event.